Event description:
During a primary in-clinic follow-up, an increase in capture threshold that resulted in a loss of capture was noted on the right ventricular (rv) lead. It was suspected that a dislodgement was the cause of the high capture threshold. The rv lead was explanted and replaced to resolve the event and the patient was stable.